Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had stopped during the night. The reservoir volume was recorded at 7.7 ml, while the total volume dispensed by the pharmacy had been 100 ml. This was intended to be a 46-hour infusion. The patient stated that the bag looks completely empty. A discussion was held regarding the 6% variation in pump accuracy, and it was noted that the discrepancy fell outside of those parameters. The patient had not been affected. The event occurred while in use.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.